Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusion set that leaked on the quick release site of the infusion set on every the second day of use. There was no stress or pull on the infusion set tubing. Patient disconnected the quick release and changed the set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.